Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had insulin pump got stuck at rewind process and was not able to access the menu at all. The customer¿s blood glucose level was 145 mg/dl. The insulin pump will be returned for analysis.